Manufacturer narrative:
Insulin pump was received with button error alarm due to corroded keypad traces. Insulin pump had minor scratches on lcd window, cracked display window corner and cracked reservoir tube lip.

Event description:
Customer's father reported that the insulin pump alarmed for a button error during a bolus. The blood glucose reading was 147 mg/dl, and the sensor gave a reading of 147 mg/dl. He stated that the insulin pump may have been exposed to body sweat or humidity. Nothing further was reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.